Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device would not warm the recirculating fluid. The issue was determined caused by the heating component.

Event description:
It was reported the device would not heat. No adverse effects reported.